Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device's cable/cord/wiring was damaged. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.